Manufacturer narrative:
Patient information not available for reporting. UDI: (B)(4). Implant and explant dates: device malfunctioned intra-operatively and was not implanted / explanted. Complainant part is not expected to be returned for manufacturer review/investigation. Initial reporter hospital contact telephone: (B)(6). The investigation could not be completed; no conclusion could be drawn, as no product was received. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Manufacturing location: (B)(4). Manufacturing date: 29. Nov. 2016 expiry date: 01. Nov. 2026. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it is reported during an unknown spine procedure on (B)(6) 2017, the zero-p variable angle (va) implant split into two pieces when surgeon attempted to insert a screw. Fragments were retrieved easily. Procedure was completed successfully with a delay of approximately ten (10) minutes. No further medical intervention was required. Patient status reported as stable. Concomitant devices reported: screw (part number unknown, lot number unknown, quantity 1). This report is for one (1) zero-p va implant. This is report 1 of 1 for (B)(4).